Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise had been noticed on the lead. An increase of hv lead impedance was observed. X-ray imaging did not show lead damage. The lead was capped and replaced.